Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion and creases fold. Voids in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against the right side device. Healthcare professional later reported deflation. The device was explanted.